Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery. This 7.0x20x75cm express ld stent was inserted into a non-bsc introducer sheath against resistance; however, upon insertion the stent moved proximally on the balloon. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed no damage noted to the shaft of the device. The stent was still on the balloon; however, it was noted that the stent moved proximally on the balloon by 7mm. Visual examination of the balloon revealed a clear impression of where the stent was originally crimped. The proximal end of the stent was expanded due to the stent having been pushed over the shaft of the device. No other issues were noted with the device the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the left femoral artery. The 80% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery. This 7.0x20x75cm express ld stent was inserted into a non-bsc introducer sheath against resistance; however, upon insertion the stent moved proximally on the balloon. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).